Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the paper cover of the sterile inner blister of the right ventricular (rv) lead packaging was indicated to not be glued. The physician questioned whether the lead was still sterile. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead and packaging was returned, analyzed, and no anomalies were found. The analyst noted there appears to be no evidence that the two tyvek seals were not sealed to the plastic casing. There is residual adhesive sealant around the parameter of both the outer tyvek seal, inner tyvek seal and the plastic packaging housing. If information is provided in the future, a supplemental report will be issued.